Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred while customer was changing the cartridge. Customer reported that blood glucose (bg) level was 226 mg/dl. Customer treated bg level with manual injection. Customer reverted to manual injections for management of bg levels.